Manufacturer narrative:
H4: the lot was manufactured january 23, 2024 to january 24, 2024. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device or photo of the actual device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink system continu-flo solution set "broke apart" (near clearlink) while being attached to an infusion bag. This was observed during use of the set; there was a loss of medication. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.